Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 3ml ll 200 s/c was damaged before use. The following was reported by the initial reporter: "it was reported the syringe was cracked. Caller reported syringe was cracked. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 9338513. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required. Cts to goodwill 2 pk cartridges to maintain customer satisfaction. Customer acknowledged and was satisfied."